Event description:
A patient underwent a therapeutic krcp procedure for placement of a biliary stent. The clinician was unable to pass the stent over the hydra-jagwire guidewire. The physician attempted to pass two initial stents without success. The procedure was successfully completed utilizing this same guidewire after the physician modified delivery of the 3rd stent device. The patient had no reported complicatons as a result of the issue with the hydra-jagwire. There is no further information available at this time.